Event description:
It was reported that the patient with this right ventricular lead experienced infection. It was also noted that during the extraction process for this right ventricular lead it could not be fully extracted and there is a portion that remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Microscopic inspections of the terminal pin assembly, lead body found no anomalies. The analysis noted the missing of lead tip section. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this right ventricular lead experienced infection. It was also noted that during the extraction process for this right ventricular lead it could not be fully extracted and there is a portion that remains implanted. No additional adverse patient effects were reported.